Event description:
Fire dept personnel were attending to a cardiac arrest pt. During a post event data review, the reporter determined that the device analyzed and rendered 5 no shock decisions on ventricular fibrillation. A sixth analysis rendered a shock advised and the pt was shocked. The pt died later after being admitted to the hospital. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the pt's viability.